Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter in two pieces. Only the hub and hypotube of the device was returned for analysis. The proximal and distal shafts were not returned with the device. Microscopic and tactile inspection revealed kinks in the hypo tube 7cm and 25.5cm from the strain relief. The hypotube was separated/broken 31cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 20mm x 3.50mm nc quantum apex balloon catheter was advanced for dilatation. However, the catheter body snapped while in use. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 20mm x 3.50mm nc quantum apex&#10242;balloon catheter was advanced for dilatation. However, the catheter body snapped while in use. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.